Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional reported that the patient no longer had access to the device and wanted to turn stimulation down but couldn¿t. The patient had just met with a manufacturer representative for a test of the system as it was going to be replaced soon due to normal battery circumstances. Further information received from the consumer reported that they were not able to turn the stimulation down and were seeing the implant in the box message on the programmer screen. Troubleshooting used the recharger to connect, clear the elective replacement indicator and was able to turn stimulation off, but the patient still needed access to the settings with the programmer. The patient wanted to meet with the representative to discuss options. The indication for use was chronic low back pain. No patient symptoms reported.